Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used three 512sd (new stretched gaskets), one ms512 and one oneseal. All gaskets tore and leaked carbon dioxide. Oneseals were used to fix the leak. There was no consequence to the pt.